Manufacturer narrative:
On march 4, 2025, mentor received additional information that indicated that the replacement devices used were non-mentor (sientra) implants.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 385cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: capsular contracture, ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two 385cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture and bilateral breast capsular contractures (baker grade iii) and bilateral ptosis. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: 385cc high profile silicone textured gel implants this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 30, 2025, mentor received additional information indicating the correct patient identifier. In addition, the patient also suffered right breast disfigurement and asymmetry.